Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
The patient reported seeking medical care at an urgent care center after previously speaking to product support regarding a discrepancy in their cgm (continuous glucose monitor) readings and their finger stick bg (blood glucose) readings. The patient had previously reported their finger stick bg was 400 mg/dl and they were advised to contact their hcp (health care provider) or go to an urgent care center for guidance. Patient contacted their hcp and was advised to take 10 units of rapid-acting insulin (novolog). The patient reported taking two more injections of rapid-acting insulin at different times during the day, and when the bg (blood glucose) continued to be elevated, the patient decided to visit an urgent care center. Patient reported a diagnosis of diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and ketones. The patient was treated with IV (intravenous) fluids, and 6 units of short-acting insulin. The patient was released within 2.5 hours. The pod was worn at time of visit.